Event description:
During a step in a procedure, when the doctor placed the micropuncture wire up the common femoral artery, unfortunately it got snagged into the just placed left external iliac artery stent. The physician attempted to gently remove the wire, but was unable to do it. Next, the physician decided to cut down on the left common femoral artery to faciliate removal. The physician cut down on the left common femoral artery and got proximal and distal control of the common femoral artery. The physician then placed a 6 french sheath into the common iliac artery and used a snare to grab the micropuncture wire as well as the newly placed stent. The physician basically crushed the stent and removed it out of the iliac artery. The physician made a small arteriotomy in the left common femoral artery to remove the wire and the previously placed stent. The physician then closed the left common femoral artery with a patch and successfully replaced the stent. The patient tolerated the procedure well.